Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6) ) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was rep reported that the pt called them this morning and told them that their controller would display nothing when their recharger (rtm) was plugged in. Rep had the pt reset their controller and this didn't resolve the issue. The patient called back later and reported that the implant won't take a charge. The ins was at 30% and pt could not charge. The ins is in red and the charging level does not move anywhere. The green light is not blinking. Pt already tried a reset. Pt used the controller on the call. Had pt reset it again. The green light was not blinking. The ins was in red. Controller showed stim was off, ins battery was low. Pt saw no damage. Pt also noted 'recharging' option and 'check position' option in the menu were grayed out. A replacement rtm was sent to the patient. No symptoms were reported. 2021-11-17 e1 (rep): additional information received from the rep reported that he I believes that the patient had turned the stimulation off because she didn¿t want the battery to deplete any further due to her inability to charge. The rep said, "as of earlier today, the patient still had not received her replacement recharger. I am not aware of the patient¿s weight. This information was not given to the account as it was an issue with the remote that only medtronic could fix. I am happy to reach out to them if needed". 2021-11-17 (B)(6)(con): mdt rep called back and says pt hasn't received package. I reviewed that the package is scheduled for delivery today and was delayed because fedex didn't come on monday to pickup packages.